Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery pack) was confirmed. As received, the charger was unable to charge a battery pack. Upon evaluation, the u13 8-bit cmos flash micro-controller was internally shorted. The cause of the inability to charge a battery pack is the internally shorted u13 component. The root cause of the internally shorted component cannot be positively identified. No adverse event resulted from the internally shorted component.

Event description:
Zoll distributor returned battery charger/modem sn (B)(4) to report that the charger/modem was unable to charge a battery pack.